Manufacturer narrative:
Literature citation: peterson et al. Hammertoe correction with interphalangeal joint arthrodesis: 1-piece implant design. Techniques in foot and ankle surgery. 2014; 13: 128-134 neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article written by peterson et al, titled "hammertoe correction with interphalangeal joint arthrodesis: 1-piece implant design" it was reported that 4 patients developed malunion, all being asymptomatic.